Manufacturer narrative:
The user experienced hypoglycemia after announcing a usual dinner and subsequently vomiting while remaining on ilet therapy. This behavior can result in excess insulin relative to carbohydrate absorption and is consistent with the observed blood glucose decline and fall requiring hospitalization. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 06-nov-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia following a meal announcement, after which the user vomited and fell while attempting to obtain carbohydrates. The user was transported to the hospital by a caregiver where the user was evaluated and treated and later discharged (B)(6) 2025. No long-term health effects were reported.